Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon due to debris/foreign material/corrosion on the electrical contacts. The errors were b30 and e216. The both errors are indicated that there was the communication problem between the subject device and the video processor. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the image sensor unit failure or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the communication error occurred when the subject device connected to the video processor, at the unspecified timing. In addition, it was occurred the multiple errors and made the subject device impossible to use. There was no patient injury associated with this report.